Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was receiving gablofen with concentration 200mcg at a dose rate of 290 mcg/day via an implantable pump for intractable spasticity. It was reported the patient's medical history included multiple sclerosis, tibial fracture, and multiple sores. The patient presented on (B)(6) 2020 with wound issues / wound dehiscence. The patient's pain and spasticity were controlled. Diagnostic tests included wound evaluation. The wound from pump replacement on (B)(6) 2020 did not close properly. The date (B)(6) 2020 is considered an approximate date of event (specific year known only). The physician decided to explant and replace pump. The new pump was implanted on the opposite side of the patient's body due to a high dose/concentration of baclofen to avoid any shortage. It was further indicated that there was no infection. The explanted pump was discarded by the healthcare provider. Environmental/external/patient factors that may have led or contributed to the issue was noted as being not applicable. The issue was resolved as of (B)(6) 2020. The patient was without injury regarding their status as of (B)(6) 2020. It was indicated that the healthcare provider had no further information regarding the event.